Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm and also reported multiple battery issues like failed battery alarm, weak battery alarm, battery out limit. The customer's blood glucose was unknown at the time of incident and current blood glucose level was 557 mg/dl. Customer called to report the tubing detached from the reservoir while the customer was sleeping infusion set tubing detachment. Customer reports the infusion set tubing came apart. Troubleshooting was declined for no delivery alarm, multiple battery issues, high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted. No unexpected failed battery alarm anomalies noted. No unexpected battery power loss anomalies noted. No unexpected weak battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected battery power loss anomalies noted. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.